Manufacturer narrative:
Updated: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve blocked the right coronary artery during deployment. The valve was immediately pulled up with a snare. A second valve was implanted in a deeper position. No additional adverse patient effects were reported. Additional information was received that cardiopulmonary arrest occurred due to the right coronary artery occlusion. After 10 minutes of cardiopulmonary arrest, cardiopulmonary machines were introduced and the heart rate resumed. The patient suffered from a post-operative cerebral infarction, and no recovery of consciousness was observed. Subsequently, the patient died approximately three months after the valve implant. The cause of death was infection due to pneumonia. Per the physician, there was no relation between the device nor the procedure and the death. Additional information was received that the stroke was confirmed with magnetic resonance imaging (MRI). The symptoms presented 2-3 hours after the valve implant. No permanent impairment resulted from the stroke. Per the physician, it was unknown if the stroke was related to the valve or delivery catheter system (dcs). Per the physician, the cause of the stroke was the balloon dilation or cardiac massage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve blocked the right coronary artery during deployment. The valve was immediately pulled up with a snare. A second valve was implanted in a deeper position. No additional adverse patient effects were reported. Additional information was received that cardiopulmonary arrest occurred due to the right coronary artery occlusion. After 10 minutes of cardiopulmonary arrest, cardiopulmonary machines were introduced and the heart rate resumed. The patient suffered from a post-operative cerebral infarction, and no recovery of consciousness was observed. Subsequently, the patient died approximately three months after the valve implant. The cause of death was infection due to pneumonia. Per the physician, there was no relation between the device nor the procedure and the death.